Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to dislodgement. Dislodgement was discovered during routine follow-up. No additional adverse patient effects.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement. Dislodgement was discovered during routine follow-up. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a stretched-out inner coil near the tip end, damage indicative of helix extension and retraction issues. Laboratory testing was unable to reproduce the reported clinical observations.